Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer stated they would change supplies to address the issue. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. A manual injection was given to address bg.